Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Stem being extracted was a restoration modular 18mm x 195mm bowed conical stem. Revision was being done due to infection.